Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with fortum injection 1 gram (route, frequency, and duration not reported) and reflin injection 1 gram (route, frequency, and duration not reported) for the peritonitis event. Dianeal 1.5% therapy was ongoing, but it was not reported if dianeal 2.5% therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.